Manufacturer narrative:
On 12-aug-2024, the product investigation was completed. (Correction: per internal review, it was noted that the prior supplemental report mistakenly omitted the complaint device's return date of 5-aug-2024.) It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was noise and leakage issues. After insertion of vizigo sheath and a catheter into the cardiac cavity, noise occurred on octaray, map and ra potentials. The noise was only observed on intracardiac channels. After reconnecting the octaray and the mapping catheter cables, the noise was resolved when the vizigo cable was disconnected. When the cable was reconnected, the reproducibility was observed, so the cable was disconnected and the vizigo was continued to be used. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection, electrical test to the carto 3 system and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or errors were observed on the carto 3 system. Device history record was performed was performed for the finished device number lot 00002552 and no internal action related to the complaint was found during the review. The hemostatic valve issue reported by the customer was confirmed. The potential cause of the damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The noise issue could not be confirmed. The sheath instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was noise and leakage issues. After insertion of vizigo sheath and a catheter into the cardiac cavity, noise occurred on octaray, map and ra potentials. The noise was only observed on intracardiac channels. After reconnecting the octaray and the mapping catheter cables, the noise was resolved when the vizigo cable was disconnected. When the cable was reconnected, the reproducibility was observed, so the cable was disconnected and the vizigo was continued to be used. However, later, when checking reverse bleeding from the vizigo sheath, air was repeatedly observed. Although no damage to the hemostatic valve was visible, air contamination from the side port was observed when the syringe was used to check for reverse bleeding. The vizigo sheath was replaced with a new one and the problem was resolved.

Manufacturer narrative:
On 26-jul-2024, noted a correction to the 3500a initial as the g1 manufacturer site country code was mistakenly omitted. It has been updated to USA. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).